Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on display window and cracked reservoir tube lip.

Event description:
The customer reported a button error. Prior to the event, the patient stated that the insulin pump was in her undergarments. The customer was advised to discontinue use of the pump and revert to a back up plan. The current blood glucose reading was 226 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.